Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 519 mg/dl. The customer¿s other blood glucose was 800 mg/dl. The customer was treated with bolus from the insulin pump. The customer stated that the insulin pump was not working like it used to. The customer stated that when trying to access bolus wizard, they were not able to enter the blood glucose. The customer stated that the infusion set had come off. The customer declined troubleshooting for high blood glucose when they found that the infusion set had been removed. The insulin pump will not be returned for analysis.